Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, as the surgeon tried to introduce the permanent clip applier in the cannula to clip the vessel (mesenteric artery), the device had a damaged seal and air or gas leaked from the seal. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal was cut. Only the trocar was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, as the surgeon tried to introduce the permanent clip applier in the cannula to clip the vessel (mesenteric artery), the device had a damaged seal and air or gas leaked from the seal. A new trocar was opened in order to complete the case. There was no patient injury.